Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced numbness in the legs shortly after implant. Eight days after the procedure the patient had almost no feeling in her legs. Follow-up indicated that the patient was recovering and using therapy.